Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient¿s battery had been dead for several years and they tried connecting with the 8840, but they were unsuccessful and they couldn¿t activate MRI mode. Technical services reviewed overdischarge information and recommended that the patient have their device issue addressed with their healthcare provider (hcp) or have an MRI eligibility form completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative met with the patient on (B)(6) 2018 because the patient was needing an MRI. The implantable neurostimulator was in overdischarge at that time, and the manufacturer representative got the implantable neurostimulator recharged and cleared the power on reset. The patient's implantable neurostimulator was overdischarged again at the time of the report. It was confirmed that this is the third time that the implantable neurostimulator has been overdischarged. The patient gave their external equipment back to their physician as the spinal cord stimulation was not giving him any relief. The patient is interested in an explant. The patient was able to have an MRI in the ER as scanning eligibility was confirmed to be full body. No further actions are planned to recover the implantable neurostimulator from its overdischarged state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that she just recovered the battery from the second overdischarge and took a break to read it after it was 25% but it dipped back down and she was unable to do so. The rep reported that she was trying to recover the device for MRI mode as the patient was in the emergency room. No further complications were reported. On (B)(6) 2018, additional information received from the healthcare professional via the manufacturer representative reported that the patient was in the ER for overall increased pain and two different mris had been ordered. The device was in overdischarge and the manufacturer representative went to jump start it. The issue was resolved at the time of the report. The healthcare professional reported that the patient and numbness and chronic back pain and they wanted to rule out spinal compression with an MRI. No sudden falls or traumas were reported. The change in therapy or symptoms was considered sudden. On (B)(6) 2018, additional information was received from a healthcare professional. It was reported that caller was notified today that patient needs MRI but the patient's ins is either discharged or in overdischarge. It was reviewed with the caller that if the ins indeed was pulled out of od, then it is unlikely the ins is in od. Caller wanted to review what may occur if ins is eos after 3rd od. Caller noted that after ins was pulled out of od in the past, ins charged to 3/4 and then quickly discharged. Information was reviewed post od behavior and noted that is not uncommon. No symptoms were reported and no further complications were reported/anticipated.